Event description:
Caller reported that the indicated battery charge dropped by 55% over a short period of time. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.